Event description:
It was reported that after a sigmoidectomy, the pt returned to the or and the doctor found that the pt had a leak. There is no other information available.

Manufacturer narrative:
Info not available, device not returned for analysis.